Event description:
Reportedly, during the implant attempt of the subject lead, the stylet perforated the lead body, which was visible by x-ray.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.